Event description:
The customer contact reported device breakage of the secure lock male adapter. A gemstar tubing set was being used to deliver an unspecified medication. After an unspecified length of time, the secure lock male adapter was connected to a port on a 2-way stopcock for the delivery of an unspecified medication. After unspecified length of time when the delivery were completed, the customer contact reported it was not easy to disconnect the secure lock male adapter from the connection. It was reported that a vessel clamp was used and the secure lock male adapter broke off into the connection. There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is complete. Hospira has completed a formal investigation to address breakage of the distal tip male adapter of the secure lock . Based upon the investigation results, no probable or potential root cause was identified in the manufacturing process. However, mishandling by the customer could not be discarded as a potential root cause for this event. A batch record review revealed no discrepancies that may have contributed to a complaint of this nature. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the final visual, physical evaluation results indicated that the product met specification requirements. A lot history review was performed for the recorded lot number related to this nature; as a result no additional reports were found for the total units manufactured for this lot number.

Event description:
The customer contact reported device breakage of the secure lock male adapter. A gemstar tubing set was being used to deliver an unspecified medication. After an unspecified length of time, the secure lock male adapter was connected to a port on a 2-way stopcock for the delivery of an unspecified medication. After unspecified length of time when the delivery were completed, the customer contact reported it was not easy to disconnect the secure lock male adapter from the connection. It was reported that a vessel clamp was used and the secure lock male adapter broke off into the connection. There were no reported adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. Initial reporter: no info was provided; therefore, the box was left blank. Documentation received from the international contact indicates that info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.